Event description:
A pt with a ureteral stone underwent cystoscopy/ureteroscopy stone retrieval on (B)(6) 2013. The physician had basketed the stone and when he began to pull the basket down the ureter to the bladder the "ncircle" nitinol tipless basket came apart in the pt's ureter. The physician used another ncircle basket with the same lot number and the same result occurred. He then used another MFR's basket to successfully remove the nitinol pieces from the pt's ureter.

Manufacturer narrative:
Event eval: still under investigation.